Event description:
It was reported that the handheld was unplugged from the wall after being fully charged but could not be turned on. The user was unable to turn it on, even when plugged in to the wall. Product analysis is pending on the returned handheld.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.